Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not fire and some bleeding occurred. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 sent to FDA. Device not available for eval.